Event description:
It was reported this balloon detached in the pt upon removal, following the fourth inflation, during a basilic vein dilatation procedure. An attempt to retrieve the balloon percutaneously was unsuccessful. The pt was sent to surgery for successful venous ligation. The pt's condition is good and was discharged the following day. The balloon catheter and a 5 french introducer sheath were rec'd, evaluated and retained by this MFR. The detached balloon was not rec'd for evaluation. The engineering evaluation of the catheter shaft indicated adhesive was located on the bond areas. The distal tip of the introducer sheath was damaged. User technique and/or patient anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."